Event description:
The cas procedure was part of (B)(6): the procedure date was (B)(6), 2012. During the procedure the patient experienced a tia then minor ischemic stroke. Then on (B)(6), 2012 the patient experienced an myocardial infarction, followed on (B)(6), 2012 by a tonic clonic seizure. The patient is not yet recovered from the stroke. Please reference MDR 2183870-2012-00199 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted on (B)(6) 2012